Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teratoma and pelvic mass. Concurrent conditions included morbid obesity, hives, allergic reaction, back pain, stomach pain, multigravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 4 months after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced peripheral swelling ("allergic or hypersensitivity reaction type: swelling in legs") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral robotic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, peripheral swelling, female sexual dysfunction, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coil was advanced and easily deployed and the device withdrawn. There were three trailing coils into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: legs pain. Lot number: 626980. Manufacturing date:2008/04 expiration date: 2010/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (bilateral robotic salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hives, allergic reaction, back pain and stomach pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 4 months after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced peripheral swelling ("allergic or hypersensitivity reaction type: swelling in legs") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral robotic salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, peripheral swelling, female sexual dysfunction, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: legs pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received. Lab data added. Concomitant condition added. Events: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: swelling in legs, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss, abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teratoma and pelvic mass. Concurrent conditions included morbid obesity, hives, allergic reaction, back pain, stomach pain, gravida and parity 4. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 4 months after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced peripheral swelling ("allergic or hypersensitivity reaction type: swelling in legs") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral robotic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, peripheral swelling, female sexual dysfunction, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coil was advanced and easily deployed and the device withdrawn. There were three trailing coils into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: legs pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number added. Concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (bilateral robotic salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.